Event description:
Boston scientific received information that the patient implanted with this device reported a heart rate in the 50 bpm, which led the patient to believe that the device was not functioning appropriately. The patient reported an upcoming appointment with the device following physician. The local area boston scientific sales representative reported that the patient, who had been non-compliant, was not scheduled for any appointments. The sales rep requested that the patient be scheduled during the next clinic visit. No further information was available.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.